Event description:
A user facility clinical manager reported that a bloodline leak occurred 15 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, was not expected to alarm. A fresenius dialyzer was also in use. The leak was noted from the end of the blood pump segment where the heparin line attaches. The patient¿s estimated blood loss (ebl) was approximately 1ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment was completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinical manager reported that a bloodline leak occurred 15 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, was not expected to alarm. A fresenius dialyzer was also in use. The leak was noted from the end of the blood pump segment where the heparin line attaches. The patient¿s estimated blood loss (ebl) was approximately 1ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment was completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.